Event description:
It was reported that the pericardial effusion worsened during the procedure. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, transesophageal echocardiogram (tee) imaging showed that there was a small pericardial effusion that was present. The procedure was continued and a watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but could not be positioned in an acceptable location. The physician switched the was and used a new 24mm wds to continue the procedure. The 24mm closure device was deployed in the laa, but again the release criteria could not be satisfied. The procedure was ended with no closure device implanted in the patient. After deciding to end the procedure the imaging showed that the pericardial effusion was larger in size than it was at the beginning of the procedure. The patient was monitored for a few minutes before the decision was made to perform a pericardiocentesis. The physician removed 500ml of blood from the pericardial space and then the patient was extubated and transferred to the ICU for recovery. The patient fully recovered from this event with no further treatment nor intervention needed. The patient was discharged from the hospital the next day doing well.

Manufacturer narrative:
H6 patient codes: cardiac tamponade code e0605 added.

Event description:
It was reported that the pericardial effusion worsened during the procedure. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, transesophageal echocardiogram (tee) imaging showed that there was a small pericardial effusion that was present. The procedure was continued and a watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but could not be positioned in an acceptable location. The physician switched the was and used a new 24mm wds to continue the procedure. The 24mm closure device was deployed in the laa, but again the release criteria could not be satisfied. The procedure was ended with no closure device implanted in the patient. After deciding to end the procedure the imaging showed that the pericardial effusion was larger in size than it was at the beginning of the procedure. The patient was monitored for a few minutes before the decision was made to perform a pericardiocentesis. The physician removed 500ml of blood from the pericardial space and then the patient was extubated and transferred to the ICU for recovery. The patient fully recovered from this event with no further treatment nor intervention needed. The patient was discharged from the hospital the next day doing well. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.